Event description:
It was reported that the patient presented to the hospital for a follow-up on 7 jan 2023. During examination of lead, it was noted that there was low pacing lead impedance on the right ventricular (rv) lead. After further assessment in clinic, physician confirmed that there was insulation damage due to clavicle. The rv lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.